Manufacturer narrative:
(B)(4). Insulin pump error alarmed during rewind due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarm. P-cap, reservoir locked properly in place. Pump received with cracked keypad overlay at select button. Pump received with scratched case. Pump received with pillowing keypad overlay. Pump received with serial number label damaged, faded. No damage to the reservoir tube lip or retainer noted.

Event description:
Information received by medtronic indicated that the retainer ring was broken. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.